Event description:
Olympus (oj) was informed by the biomedical engineer at the user facility that the customer evis lucera elite gastrointestinal videoscope was returned to the olympus repair center for a reported ¿air and water supply was weak." The customer reported problem was found during inspection before use. It was reported that the scope was used in scheduled cases at the doctors discretion and the cases were completed. No death, injury, or harm has occurred. The scope is reprocessed using an automatic endoscope reprocessor (oer-4). However, during the repair evaluation, foreign material was found clogged inside the air/water nozzle at the distal end of the scope causing insufficient air/water flow.

Manufacturer narrative:
The repair evaluation identified foreign material was clogged inside the air/water nozzle at the distal end of the scope causing insufficient air/water flow. No water leakage was detected. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material in the nozzle. When this foreign material was collected and subjected to component analysis, it was found to be silicone. The source of the silicone could not be further determined. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Event description:
The scheduled unspecified endoscopy was completed using the same scope. No foreign object/material fell inside the patient, and it was reported there was no adverse outcome to the patient.

Manufacturer narrative:
This supplemental report was submitted to provide additional details from the event description.